Event description:
Patient reported right side "very hard, feels like it is capsulated." Patient also reported "hands are really stiff since I got these, it is like I have arthritis"; this is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: arthritis - ndr: unable to confirm as it is a medical event not related to the device. Anxiety - product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed crease sharp opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Red particles on the surface of the shell.

Event description:
Patient reported right side "very hard, feels like it is capsulated." Patient also reported "hands are really stiff since I got these, it is like I have arthritis"; this is not device related. Patient later reported "a left side exchange from textured to smooth implants due to the patients concerns with the product." Healthcare professional then reported a "capsular contracture, baker grade iii and an exchange of textured device due to patient's concern with product." Later, healthcare professional also reported, "ruptured implant". Device has been explanted.

Event description:
Patient reported right side "very hard, feels like it is capsulated." Patient also reported "hands are really stiff since I got these, it is like I have arthritis"; this is not device related. Patient later reported "a left side exchange from textured to smooth implants due to the patients concerns with the product." Healthcare professional then reported a "capsular contracture, baker grade iii and an exchange of textured device due to patient's concern with product." Later, healthcare professional also reported, "ruptured implant". Device has been explanted.

Event description:
Patient reported right side "very hard, feels like it is capsulated and "hands are really stiff since I got these, it is like I have arthritis" which was considered non device related (ndr). Later, physician reported capsular contracture, baker grade iii and an exchange of textured device due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.